Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to contact the customer for follow up were unsuccessful. The original product was received, however, an evaluation was not available at the time of this report. Should additional information become available resulting in new, changed, or corrected information, a follow up report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.

Event description:
The customer reported that the housing on their pump in style transformer was melting and there was a pinhole in the housing.